Event description:
The pt received the scs lead on (B)(6) 2011. It was reported that the next day the pt had more frequent urges to urinate. The pt was not sure if it was due to the IV fluids given to her or from the stimulation. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.